Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled "prospective randomised trial comparing unlinked, modular bicompartmental knee arthroplasty and total knee arthroplasty: a five years follow-up". Literature article "prospective randomised trial comparing unlinked, modular bicompartmental knee arthroplasty and total knee arthroplasty: a five years follow-up" by nicholas eng meng yeo et al. Published by the knee was reviewed. The article purpose: to compare clinical outcomes of unlinked bicompartmental knee arthroplasty and total knee arthroplasty at 5 years in this subset of patients. The article reports: the patients were recruited from october 2007 to january 2009 at the authors' clinic. Patients in group 1 underwent bicompartmental knee arthroplasty with an independent medial unicompartment knee arthroplasty. Patients in group 2 underwent total knee arthroplasty with a posterior cruciate substituting prosthesis. It was noted that four patients in the bca group, none of whom had perioperative lateral release, encountered painless lateral subluxation of the patella on knee extension about one month after surgery. All but one of these patients recovered spontaneously by three months, while the remaining patient was successfully managed with an arthroscopic lateral release. One patient in the bca group sustained a post-traumatic medial tibial plateau periprosthetic fracture at one year postoperatively which necessitated a revision to a total knee replacement. Patella resurfacing was conducted in all patients in the second group. Cement was used in all cases although no manufacturer was disclosed. No complications were noted regarding the pfc sigma group. Depuy products involved: preservation unicompartamental knee. Complications: joint instability (3), tibial fracture (1), surgical intervention (2), medical device implant removal (1). The first three products are to capture the preservation knee components and the following four products are to capture the pfc sigma components.